Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (2.98 volts) was sufficient to ensure therapy availability and delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. Though this device is included in an advisory population, laboratory analysis determined it did not display the advisory behavior.

Manufacturer narrative:
(B)(4). Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis revealed that the battery is depleting more quickly than expected and that the daily battery voltage measurements had an irregular pattern of discharge, indicating a possible latent current leakage path within the battery itself. Replacement of the ICD was scheduled for later in the week. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. Although disk analysis determined there could be a different reason for the code 1003 and premature battery depletion, low voltage capacitor involvement cannot be conclusively refuted until laboratory analysis has been conducted.

Event description:
Additional information was received that this ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--